Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced some syncopal episodes. It was noted that the implantable pulse generator (ipg) rate drop response was optimized. The ipg remains in use. No further patient complications have been reported as a result of this event.